Event description:
Report of formal claim received from (B)(6) regarding pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 4, 2017: medical records received. After review of the medical records for MDR reportability, laboratory values of cobalt and chromium were not significantly elevated. MRI showed small posterior capsule collection measuring 1.7cm. Clinical notes reported pain, difficulty mobility, iliopsoas tendinitis, slow shuffling gait pattern, generalized tenderness throughout lower limb. This complaint was updated on: jul 31, 2017.

Manufacturer narrative:
Report of formal claim received from(B)(6) regarding pinnacle mom hip implants. No confirmation of revision received and no reason for potential revision provided. Update jul 4, 2017: medical records received. After review of the medical records for MDR reportability, metal ion levels are below 7 ug/l. MRI showed small posterior capsule collection measuring 1.7cm. Clinical notes reported pain, difficult mobility, stiffness, iliopsoas tendinitis, slow shuffling gait pattern, generalized tenderness throughout lower limb. This complaint was updated on: jul 31, 2017. Update 7/4/2017 medical records reviewed. No changes to MDR decisions. Updated on: 8/2/2017 no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.